Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was over delivering. The customer experienced different blood glucose level of 60mg/dl, 80mg/dl and 106mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege that the insulin pump was over delivering. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.